Event description:
It was reported through a legal event that a 61 year old female patient had hernia repair surgery on or about (B)(6) 2013. During the hernia repair surgery the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2014, for a revision surgery. During the revision surgery an additional strattice mesh was implanted after surgery, the patient returned to the hospital on or about (B)(6) 2016, for a revision surgery. After surgery, the patient returned to the hospital on or about (B)(6) 2017, for an incision and drainage of infected wound seroma surgery. After surgery, the patient returned to the hospital on or about (B)(6) 2017, for an incision and drainage of abdominal wall abscess. After surgery, the patient returned to the hospital on or about (B)(6) 2018 for an excision of abdominal wall scar, suture, and partial mesh explantation. After surgery, the patient returned to the hospital on or about (B)(6) 2021, for an incision, drainage, and debridement of abdominal wall abscess, explant of infected mesh, and fascial closure of abdominal wall. This record is associated with the second strattice mesh implanted on (B)(6) 2014. Lot information has not been provided.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up #1 to report pmqa received notification from legal that the lot associated with this event was found through discovery and are "s11189-028 (5/31/2013) and (B)(6) (11/3/2014)". No other information was reported. This record is associated with the first device implanted (B)(6). This is the same event and the same patient reported under MDR # 1000306051-2022-00182 (abbvie complaint # (B)(4)). As reported in the initial: it was reported through a legal event that a 61 year old female patient had hernia repair surgery on or about (B)(6), 2013. During the hernia repair surgery the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6), 2014, for a revision surgery. During the revision surgery an additional strattice mesh was implanted after surgery, the patient returned to the hospital on or about (B)(6), 2016, for a revision surgery. After surgery, the patient returned to the hospital on or about (B)(6), 2017, for an incision and drainage of infected wound seroma surgery. After surgery, the patient returned to the hospital on or about (B)(6), 2017, for an incision and drainage of abdominal wall abscess. After surgery, the patient returned to the hospital on or about (B)(6) 2018 for an excision of abdominal wall scar, suture, and partial mesh explantation. After surgery, the patient returned to the hospital on or about (B)(6), 2021, for an incision, drainage, and debridement of abdominal wall abscess, explant of infected mesh, and fascial closure of abdominal wall. This record is associated with the second strattice mesh implanted on november 12, 2014. Lot information has not been provided.

Event description:
This is follow up#2 to report the results from the internal investigation and the conclusion. The aware date is based on when the batch record review was completed. As reported in follow up#1: this is follow up #1 to reportt pmqa received notification from legal that the lot associated with this event was found through discovery and are "s11189-028 (5/31/2013) and sp100151-012 (11/3/2014)". No other information was reported. This record is associated with the first device implanted sp100151-012 . This is the same event and the same patient reported under MDR # 1000306051-2022-00182 (abbvie complaint (B)(4). As reported in the initial: it was reported through a legal event that a 61 year old female patient had hernia repair surgery on or about (B)(6) 2013. During the hernia repair surgery the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2014, for a revision surgery. During the revision surgery an additional strattice mesh was implanted. After surgery, the patient returned to the hospital on or about (B)(6) 2016, for a revision surgery. After surgery, the patient returned to the hospital on or about (B)(6) 2017, for an incision and drainage of infected wound seroma surgery. After surgery, the patient returned to the hospital on or about (B)(6) 2017, for an incision and drainage of abdominal wall abscess. After surgery, the patient returned to the hospital on or about (B)(6) 2018 for an excision of abdominal wall scar, suture, and partial mesh explantation. After surgery, the patient returned to the hospital on or about (B)(6) 2021, for an incision, drainage, and debridement of abdominal wall abscess, explant of infected mesh, and fascial closure of abdominal wall. This record is associated with the second strattice mesh implanted on (B)(6) 2014. Lot information has not been provided.

Manufacturer narrative:
Internal investigation into strattice lot sp100151 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 06/mar/2023, of the 176 devices released to finished goods for lot sp100151, 166 have been distributed with 105 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in follow up#1: the internal investigation is pending and will be reported in a follow up report along with the investigation conclusion. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.